Manufacturer narrative:
A sample product was not returned or analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the lens shot out of the injector and the haptic tore the posterior capsular bag. An anterior vitrectomy was performed and another lens was implanted. The patient is reported as doing well other than a slight corneal edema during the one week postoperative visit. Additional information was requested.